Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0847 alleges recurrent suire-hospitalization of plaintiff on (B)(6) 2014- under general anesthesia, attempt made to locate t-sling for possible removal. It was not found and believed that either it was very well incorporated in the scar or slipped backwards towards the bladder neck, claimant underwent placement of unknown trans obturator sling and cystoscopy.